Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from infection due to otitis media. Antibiotic was given and the condition of the patient has improved. However, the skin was opened, therefore skin repair surgery was done to repair and clean the skin.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient underwent a skin repair surgery due to an infection at the implant site and skin breakdown. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of infection. However, the presence of the device might have contributed to its subsequent development. Reportedly the recipient is doing better after revision surgery. The device remains implanted and in use. This is a final report.

Event description:
The user suffered from infection due to otitis media. Antibiotic was given and the condition of the patient has improved. The skin was not opened, but there was skin irritation at the area of the suture, therefore skin repair surgery was done to repair and clean the skin. The wound looks good now.